Manufacturer narrative:
This report is being supplemented to correct previously reported information based on additional information received.

Event description:
It was originally reported that three distinct incidences of product failure were reported under patient identifier (B)(6) . Two additional cases had been opened to capture the additional two incidents: patient identifier (B)(6) (this report) and patient identifier (B)(6) . However, it was later confirmed that only one incident had actually taken place, and the other two instances had been opened and reported in error. Patient identifier (B)(6) will continue to capture the sole incidence of product failure, the conditions of which were previously reported. Patient identifiers (B)(6) and (B)(6) will no longer be associated with any event.

Event description:
An olympus representative reported on behalf of the customer that during the use of the sonosurg curved scissors, the probe broke. All debris was reportedly collected. The reported issue occurred during a therapeutic laparoscopy which was completed with a similar device. There were no reports of patient or user harm associated with this event. Three distinct incidences of product failure were reported under patient identifier (B)(6). Two additional cases were opened to capture the additional two incidents: patient identifier (B)(6) and patient identifier (B)(6).

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of broken probe was confirmed; the probe had fractured off, and the broken tip was not sent. There was a black discoloration on the fractured surface of the probe, and cracks were spreading from the black discoloration point. The following additional findings were also noted: gripping surface worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the breakage of the probe occurred by the following mechanism: 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2. A force was applied to the distal the probe, causing the probe to break at the cracks. The grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the wearing out of the grasping surface. However, a definitive root cause cannot ultimately be identified. The inspection method for this issue is discussed in the instructions for use: -activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. -do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. -do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Olympus will continue to monitor the field performance of this device.